Manufacturer narrative:
The returned hls module was investigated in laboratory of the manufacturer. Clot was detected inside the pump. A water cycle with the cardiohelp was build - no noise could be heard. Additionally the pump the was disassembled. The bearing ball was located at the correct position. Thus the reported failure could not be confirmed. Since a blood clot has been detected in the pump this could have led to a noise of the pump during the application. The reported failure was identified as part of the current risk management file (dms# (B)(4)). The mitigations of this reported failure in the IFU as follows: the hls therapy set shall be designed to minimize mechanical blood damage and the hls therapy set shall withstand maximum defined pressures on the blood side during the intended application period. DHR review was performed on 2019-03-08 and no references found, which are indicating a non-conformance of the product in question.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Device requested; not yet received. Reference exemption # e2018002.

Event description:
According to the customer: the hls module makes a rattling noise after 6 days of use. On the advice of our account manager hospital replaced the set. (B)(4).